Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impacted part of the reported impactor was broken when the surgeon inserted the poly liner to the patient¿s left hip joint on (B)(6) 2018. The surgery was completed with no other problem because the breakage of the impactor was occurred right after finished inserting the poly liner. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital.